Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a procedure to replace the subject pacemaker, the connector of the lead could not be removed from the port of the pacemaker. The lead connector gave way between the connector ring and connector pin. The lead was therefore cut at 15cm from the connector and abandoned, and replaced with another lead without complications.

Event description:
During a procedure to replace the subject pacemaker, the connector of the lead could not be removed from the port of the pacemaker. The lead connector gave way between the connector ring and connector pin. The lead was therefore cut at 15cm from the connector and abandoned, and replaced with another lead without complications.